Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the surgeon decided to take the patient back to surgery after a fall and a proximal humerus fracture. He took out the old stem and insert, implanted a cement plug and cemented back in the same insert and stem.